Event description:
It was reported that patient had a phaco burn on right eye which occurred almost immediately after doctor began phaco on a mildly dense cataract. Post-op notes from same day of surgery: anterior chamber is deep with mild debris posterior capsule intraocular lens (pciol) is in the bag and centered intraocular pressure is physiologic post-op meds reviewed full time eye shield until tomorrow am, then at bedtime. Post-op day 1 cataract extraction right eye: lateral stitches x 2 (with plan to remove in a few weeks) 20/100 visual acuity standard medication. Note: this report is 3 of 5.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d4: lot #: unknown/not provided. Section d4: model # unknown/not provided. Section d4: catalog # unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. A clinical specialist visited site on (B)(6) 2025 and worked with surgeon and had no issues with phaco. Section e1 phone number (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. Section h5 labeled for single use: unknown as device information was not provided. Section h8 usage of device: unknown as device information was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.